Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that towards the end of the procedure, there was evidence of the subject's blood pressure dropping. The left cardiac border showed evidence of likely pericardial effusion. An intracardiac echo was placed, and there was evidence of pericardial effusion. Dr. (B)(6) performed emergent pericardiocentesis. An auto transfusion of blood was performed, and the drain was left in place. The echocardiography showed no pericardial effusion. All catheters and sheaths were removed and the subject was transferred to the floor. On (B)(6) 2021 an echo was performed and resulted in no remaining drainage; the drain was removed. On (B)(6) 2021, the subject was discharged on colchicine, and was instructed to follow up with the physician in a week. No further patient complications were reported.